Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 3.0mm x 120mm x 150cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another 3x120 balloon catheter. There were no patient complications as a result of this event.